Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. No identified issues required escalation. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service related to the complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. No escalation was required per (B)(4).

Event description:
(B)(4). Syringe requires recall. However the front and rear cases are cracked at bottom front screw port. Both show cracks and dents from wear and tear. Barrel clamp and flange gripper are cracked. Tube drive bent. Split nuts stripped. Front, rear cases, barrel clamp, flange gripper, split nuts and tube drive needs replaced. Major pricing requested. (B)(4). File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review, per (B)(4).